Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient was feeling dizzy and called the emergency doctor. When emergency medical services (ems) arrived they treated the patient with dextroenergy (fructose) and glucagon nasal spray emergency treatment. The paramedics took a blood glucose reading but there were no values documented as the patient could not remember. At the time of the report the patient was fine. The cgm was reported inaccurate, but there were no cgm nor bg values documented during the entire event as the patient was unable to remember the values. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.